Event description:
Caller reported a cartridge alarm occurred during the load process, but there was no adverse impact to the customer¿s blood glucose level. The customer had waited for the appropriate prompt before removing the used cartridge, and this was the first time this specific alarm had been reported for the pump serial number. Technical support assisted the caller in loading a new cartridge by following the proper technique, allowing the customer to successfully load a cartridge and resume insulin therapy. The issue was resolved.